Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a 250cc mentor memorygel breast implant, catalog #3507250bc, lot # 5779853. Manufacturer¿s reference number: (B)(4). Initial reporter's phone number: (B)(6)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with 250cc mentor memorygel breast implants (refer to 1645337-2018-01762 for report on contralateral implant). Bilateral rupture was diagnosed through an ultrasound on (B)(6) 2018. As a result, bilateral prosthesis replacement with a 270cc mentor memoryshape breast implant (left) and a 305cc mentor memoryshape breast implant (right) was performed on (B)(6) 2017. No additional issues were noted.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned product on 5/9/2018. Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with 250cc mentor memorygel breast implants. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/18, it was reported to mentor that the device history record (DHR) of lot number 5788852 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/03/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).